Manufacturer narrative:
Investigation: - 5 photos and 1 actual sample was returned for investigation. A red fiber was observed on the catheter. The red fibre was subjected to fourier transform infrared spectroscopy (ftir) test. The result of the test shows that the fm had matched with protein. The complaint is confirmed and product is out of specification. CAPA#590616 had been raised to address foreign matter issue. A DHR was performed and no quality notification was raised for similar nonconformance during the production of the batch.

Event description:
It was reported that bd angiocath¿ plus had foreign matter on the catheter tip. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ plus had foreign matter on the catheter tip. No serious injury or medical intervention was reported.